Event description:
It was reported there was "case approximately 1.5 years ago where the catheter was lost and the patient needed to have it surgically removed." The staff attributed the incident to a probable fistula in the patient. Additional information received 14-mar-2025 stated the patient required an emergent surgery. The foreign body was removed, and a new gastrostomy tube was placed. The patient had a gastrocutaneous fistula, confirmed during surgery and the introducer sheath was found in the fistula. The operative report noted: initial exploration revealed a retained plastic introducer sheath through the abdominal wall, resting on top of the transverse mesocolon. There was no surrounding free fluid. The operative findings noted: retained plastic sheath penetrating abdominal wall into peritoneal cavity, into transverse mesocolon, no evidence of bowel injury; gastro-cutaneous fistula with prior peg tract into the posterior stomach. Record reviewed and updated accordingly.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 03-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b5. All information reasonably known as of 18-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information was received on 19-jun-2025 via medwatch/FDA user facility report mw report mw5167428 and following information was provided: patient underwent scheduled outpatient egd(esophagogastroduodenoscopy) with g tube placement. During the g tube insertion, the clear plastic catheter slowly began disappearing into the patient's subcutaneous adipose tissue. We lost endoscopic visualization. Fortunately, it was quickly retrieved with a kelly clamp by the gi fellow. The g tube was able to be placed. Upon discussion with the gi attending after the case, there may be a design flaw in this product. The end of the trocar catheter is not tapered, which essentially would prevent this from happening. Also, the catheter is short, which contributed to this close call. A longer catheter would be safer for patients with more subcutaneous adipose tissue. Upon reflection, we had another case approximately 1.5 years ago where the catheter was lost and the patient needed to have it surgically removed. It was the same product, but staff attributed it to a probable fistula. Thankfully, the outcome from this case was not similar.